Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor luer lock connector appeared broken. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured between june 1, 2023 - june 2, 2023. The actual device was received for evaluation. Visual inspection was performed, and it was noted that the welded area of the flow restrictor housing was partially opened. The reported condition was verified. Marks from the manufacturing flow wrap sealer equipment were observed near the partially welded area of the flow restrictor housing area which suggested the cause of the reported condition may be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.